Manufacturer narrative:
H3 device evaluation: analysis of the returned lead segments found a non-standard non-conformance due to there being 2 lead segments of a distal segment that was 35.6cm long and a medial segment that was 51.1 cm long while the proximal end was not returned. It was found that the conductors were cut as the lead was segmented 35.6cm from the distal end and conductors 0-3 and 5-7 were broken 51.1cm from the medial-distal end. Conductor4 was also broken 2.3cm from the medial-proximal end. The conductor circuits 0-3 and 5-7 were broken in the body of the lead 51.1 cm from the medial-distal end. Conductor 4 was broken in the body of the lead 2.3cm from the medial-proximal end. There were suspected body fluids observed in the lead. The lead body/insulation was twisted. The body insulation was cut through and the lead was segmented. The outer insulation was broken 51.1cm from the medial segment. It was found that the braid protrudes through the insulation and the braid was broken and cut. The stylet coil was cut through and crushed. The continuity of both of the segments was acceptable and there were no shorts between circuits. It was noted that the outer insulation of the lead was twisted. Analysis identified that the conductors were broken in the body of the lead as a result of factors not related to product reliability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that the lead did break off during explant surgery, which was caused by the twist of the lead.

Manufacturer narrative:
H6 code belongs to the lead. B20 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the issue resolved after lead replacement. The patient¿s ins is still implanted and in use with the replacement lead. The lead broke in 1st channel (0-7) so they used 2nd channel (8-15) all is working fine. It was confirmed that part of the lead that was explanted broke off and was stuck inside the 1st channel (0-7). The new lead was connected in the 2nd channel (8-15).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Follow up for additional information is ongoing. See comments/results

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the impedances were very low on all electrode contacts (29, 35, 40, 42 ohms). The ins was implanted in may, and since (B)(6) 2025, the problem has appeared: the patient no longer feels stimulation and experiences a burning/warming sensation around her ins. When noting possible contributing factors, they stated they had a knee operation some weeks ago. It was noted that patient symptoms came back. They stated the low impedances were probably caused by the twists of the electrode which probably cut the wires inside. An image was provided in which the leads can be seen to be twisted/tangled near the implant header block. With the help of technical services, they tried palpating the system when the implant was activated and when stimulation was deactivated to see if the burning/warming sensation could be triggered, but it was not possible to provoke it and the sensation remained present whether the implant was on or off. Technical services suggested to avoid using the affect contacts for therapy. They also suggested the hcp could consider an x-ray to check for loose connections or broken wires/cables. The rep noted the lead will be replaced but they did not know when. Later, the rep reported that they found the cause of the short circuit with no further information.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead should be replaced "next week" (week of november 16th) and they would have more information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the lead was replaced and that the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Ubd: 2026-07-07, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.